Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a damaged conductor wire insulation which can lead to interruptions in the electricity. The conductor wire insulation was damaged at the proximal clevis hole. There was fragmentation of the insulation, and the internal conductor wires were exposed. The instrument passed an electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the coagulation on 8mm fenestrated bipolar forceps instrument was not functioning. The cautery cord was intact and it was working with another instrument. There were no error messages on the screen and the electrosurgical unit was not displaying questions marks. The wire did not appear to be broken. The procedure was completed with no reported injury.